Event description:
During a meniscal repair, t1 would not deploy. The surgeon implanted one fast-fix ab without any issue. The surgeon went to use a second system and t1 would not deploy, this occurred with two other systems. The surgeon switched over to a regular fast-fix and when deploying, t1 prematurely deployed due to the surgeons anticipation that it would stick. The procedure was completed with two add'l devices. A delay of 45 minutes was experienced. No pt injury or complications were noted.